Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: were no staples deployed or just seen on one side? Unknown. Because there was so much blood, the surgeon could not see if there was staple or not. Any clips used prior to firing? No. What steps were taken to ensure proximal and distal control prior to firing the device? Unknown. Which firing did the issue occur? 2nd. Current status of patient? Now the patient is fine. The analysis showed that the tr35w cartridge was received in good visual condition. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid refiring a partially or fully spent reload. Firing through the lockout mechanism can break the device. No functional test was performed due the condition of the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats procedure, the surgeon used device with a tr35w on the pulmonary artery. No staple deployed after firing, and the patient lost about 1500cc blood. The procedure was converted to open and the surgeon used hand sewing to ligate the vessel. The patient had 800cc blood transfusion. There was a tr35w used before this event. The surgeon could not confirm which tr35w was used on the artery after the procedure, so both reloads will return for analysis. Now the patient is fine.